Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. Upon review, it was noted that the lv pace impedance appears to be gradually rising over the past year. No noise was present on any lead on presenting rhythm. The calcification was suspected to be the cause of the clinical observations reported. Troubleshooting options were discussed and recommended. The plan is continuing to be monitored. Currently, this product remains in service and no adverse patient effects were reported. No additional adverse patient effects were reported.